Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer.

Event description:
A consumer reported that the patient programmer was not working. The patient was trying to adjust settings because the patient was experiencing pain. Caller states the patient programmer does power on but she is seeing symbols that she does not recognize. Caller mentioned she has changed out the batteries. Caller was not with the patient at the time of the call and further troubleshooting could not be performed at that time. It was later reported that poor communication screen was seen on the patient programmer. The patient programmer would turn on but would not connect to the implantable neurostimulator (ins). The patient was unable to communicate with the insr. The insr would turn on but would not connect to the ins. The last successful charge session was 3 weeks prior to call. It was possible the ins had depleted and may need to be restarted in person. The patient had an appointment to see their healthcare provider on (B)(6) 2016. The indication for implant was spinal pain.

Event description:
The patient called back stating he had spoken to his healthcare provider (hcp) about the batteries in his implantable neurostimulator (ins) not working. He stated he had made time in his schedule to see his hcp, and wanted to know if a manufacturer's representative (rep) would be at the appointment. It was reviewed that only hcps can request reps. Patient was directed to contact his hcp. Patient later called back and stated that his hcp wanted him to call the rep directly. The number for the correct office to call was give, but the patient refused to call. The patient also stated that he can be seen by his hcp but only if he verifies the rep will be present. An email was sent to a rep informing them of the situation. The patient called back asking for confirmation of the rep, and it was reviewed that an email was sent. The patient hcp then called to schedule a rep visit. On 9/27 the patient called back trying to schedule an appointment again, it was reviewed that with the ins at end of service a rep would not be able to fix the problem, and surgery was needed to regain therapy. The patient inquired as to the recovery time and depth of surgery, and was directed to contact his hcp. The patient stated that his wife is sick, and it was reviewed that if he cannot have the surgery now, he will have to work with his hcp to find other methods to control the pain. On (B)(6) the patient called back asking when he could be scheduled to replace the ins. Patient was directed to contact hcp. On (B)(6) the patient called back again, stating that because the device is off, therapy has stopped and his symptoms have come back. Patient claims he has cramping in his legs, pain in his back, and is practically bedridden due to pain. He stated he needs to get surgery to replace the ins because he can't work due to the pain. The patient claims he has tried to call his hcp multiple times, but was unable to make an appointment to replace the ins. It was reviewed that the patient must go through either his hcp or a new hcp to schedule replacement of the device. Later, the patient called back inquiring who would have called him from an unknown phone number, and was told it could have been a rep or his doctor, but was ultimately unknown, patient was redirected to hcp.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative confirmed that neither the patient programmer nor the implantable neurostimulator recharger (insr) would communicate with the implantable neurostimulator (ins). Additional information received on 2016-aug-09 reported that the patient was able to meet with a manufacturer representative on the day prior to perform a physician mode reset (pmr). The pmr was successful and the patient was able to recharge their ins to full; therapy was back on and working as it should. It was further reported on 2016-aug-10 by the patient that there was a power on reset (por) message on their recharger. The patient stated that they met with a manufacturer representative on (B)(6) 2016 who was able to reset their ins and charge it up to 3/4 full. It was noted that the patient had not recharged since then. Troubleshooting was performed and the patient was able to charge successfully after using the antenna locate (al) feature. Additionally, on 2016-aug-11 the patient reported getting a por message on their programmer. The patient stated that they were charging and wanted to turn their stimulation on. It was noted that the patient had half of a battery charge at that point. The patient was unable to clear the por message using the navigator screen and was to follow up with another manufacturer representative for further troubleshooting.

Event description:
Additional information received from the patient indicated the device was at end of service (eos) and was no longer providing therapy. There was dissatisfaction with the implantable neurostimulator (ins) longevity. The patient was unable to work because therapy was off. The patient received a new programmer but it hadn't worked since receiving it. A healthcare professional reported the batteries weren't working and the patient had an appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.